Event description:
It was reported the patient experienced the ¿start of necrosis and purulent flow¿ and erosion at the pocket site. It was stated the ¿hypothesis from the neurosurgeon¿ was that it was due to the implantable neurostimulator¿s (ins¿s) ¿square shape¿ and the ¿volume of the ins and adaptor.¿ it was noted the patient¿s ins and adaptor were explanted for this reason. It was further reported there was an ¿infection from the device pocket¿ and that explant resolved the issue. It was stated the infectious agent was cultured and identified as a ¿staphylococcus¿ strain. It was noted the patient required antibiotic treatment for their infection. It was reported the patient¿s issues and symptoms had occurred at the device pocket, lead extension connection location, and the extension location. It was noted the patient underwent replacement surgery on (B)(6) 2013 after antibiotic treatment and recovery had occurred. It was stated the patient¿s infection was ¿healed¿ at the time of report and the therapy efficacy was to be reassessed. It was noted the patient¿s explanted devices were discarded by the hospital. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 64002, lot # 0206280854, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type adapter; product ID 7482-51, serial # unknown, explanted: (B)(6) 2013, product type extension; product ID 3389-28, serial # unknown, explanted: (B)(6) 2013, product type lead; product ID 7482-51, serial # unknown, explanted: (B)(6) 2013, product type extension; product ID 3389-28, serial # unknown, explanted: (B)(6) 2013, product type lead; product ID 64002, lot # 0206280854, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type adapter; product ID 7482-51, serial # unknown, explanted: (B)(6) 2013, product type extension; product ID 7482-51, serial # unknown, explanted: (B)(6) 2013, product type extension. (B)(4).